Manufacturer narrative:
Sections with additional information as of: 26-oct-2021 h3: was the device evaluated by the manufacturer (nova biomedical). H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was received and investigated by nova biomedical. External evaluation has been completed by nova biomedical. Reported defect not reproduced on returned meter. Added most likely underlying root cause: mlc-044 user has low battery.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: lethargy, tired. Meter and test strips were not returned for evaluation. Manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low battery symbol. Daughter is calling on behalf of the customer. The battery had never been changed; customer had just obtained the true focus meter. At the time of the call, the customer was feeling lethargic and tired; medical attention was not needed at the time. The customer is using the correct battery in the correct orientation for the meter. During troubleshooting, done with the caller, the meter still shows low battery when the "s" button was pressed and when the strip was inserted.